Manufacturer narrative:
A product investigation was performed for this device. The actual device was evaluated by the operating surgeon during the procedure but not by the manufacturer. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2016, that it was reported that during a sign im nail implant surgery to repair a fracture, that the nail being implanted was broken during the surgery causing its removal and replacement. Surgeon comments: "as patient has tibial plateau fracture,retrograde nailing was done. Intraop: I was able to reduce proximal fragment easily but distal fragment near subtrochanteric region got hard time. I just used minimal incision for reducing the both fragment. Another, difficulty was the proximal tip of nail got broken while pounding the nail. So the operative time got increased as need to change the nail. "